Event description:
It was reported that the anchor had been pre-deployed. No patient injury or complications were reported.

Manufacturer narrative:
After further review of this submission, it has been determined that this is not a reportable complaint.